Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 08-feb-2018 arjohuntleigh received a customer complaint involving enterprise 9000x. The reported malfunction took place in the (B)(6) in france. Following information provided the backrest section of the bed moved without any button being pushed neither on hand control nor control panel. At the time the unintended bed movement occurred the patient was lying on the bed. No injury nor other medical consequences were reported. It needs to be emphasized that all manufactured enterprise 9000x are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record. The device history record has been reviewed for this specific device and no anomaly was found. After the event an arjohuntleigh technician inspected the bed and revealed that no fault was found within the device. The bed functions were tested and all operated as intended. The arjohuntleigh representative confirmed that there was no obstacle near safety side panel that would unintentionally activate control panel buttons built up in safety sides. At the time the undesired movement of the bed occurred the safety sides were in raised position, however the control panel functions were not locked. The bed in question was not under arjohuntleigh service contract therefore we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. To ensure the safety of our products the instruction for use provided together with the involved device (746-591_en_5 dated on may 2016) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: - warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls" - warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls" - warning: "take care not to squeeze or trap the handset cable between moving parts of the bed" - warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls" - information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Although no injuries were reported in relation to this incident, the complaint was decided to be reportable due to the uncommanded bed movement occurrence. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed failure. The reported malfunction could not be recreated and no fault was found within the device. The device was reported to move on its own and from that perspective, the enterprise 9000x bed did not meet its performance specification.

Event description:
On (B)(6) 2018 arjohuntleigh received a customer complaint involving enterprise 9000x. The reported malfunction took place in the hospital (B)(6). Following information provided the backrest section of the bed moved without any button being pushed neither on hand control nor control panel. At the time the unintended bed movement occurred the patient was lying on the bed. No injury nor other medical consequences were reported.